Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Patient height - 1.82 m. Device malfunction unspecified. Manufacturing site evaluation: investigation : to date we have not received the complained components for investigation. No x-rays or pictures were provided. Batch history review: because the batch is unknown, a batch history review is not possible. Conclusion and root cause: due to the circumstance that we did not receive any devices for investigation and the lack of information, it is not possible to determine a definitive conclusion nor a root cause for this failure. Rationale: because there are no products and only minor information available, a definitive root cause analysis is not possible. The following are possible causes: wrong system configuration selected by the user; incorrect implant size; end plate formed too strong; design layout unsuitable; inadequate patient behavior.

Event description:
It was reported that there was an issue with the activl implant. On (B)(6) 2018 the patient underwent a spinal implant procedure at l5/s1. Postoperatively, the patient complained of pain. A revision surgery was performed on (B)(6) 2019; instruments used included a revision distractor and inlay removal tool. There were no complications during removal and fusion was performed during the procedure. It was noted that the patient had good bone quality, activity level had been normal, and that the surgical site appeared "normal". Further information was not provided, however, it has been requested. The implant consists of 3 components (reported separately).

Manufacturer narrative:
Section d: product information updated to sw991k: product examined and evaluated by exponent associated medwatches: 400434246 - this report 400434247 (2019-00395) 400434248 (2019-00396). General information the instruments were forwarded to exponent. General internal notification number: 100023636 / 400434246 / 400434247 / 400434248 devices reference code (B)(4). Device name activ l sup.platte gr.l 6°/spikes serial number n/a batch number 52314425 UDI device identifier n/a UDI production identifier 52314425 basic UDI-di n/a unit of use UDI-di n/a manufacturing date 29.05.2017. Reference code (B)(4). Device name activ l inf.platte s1 gr.l 5°/spikes serial number n/a batch number 52296228 UDI device identifier n/a UDI production identifier n/a basic UDI-di n/a unit of use UDI-di n/a manufacturing date 20.03.2017. Reference code (B)(4). Device name activ l pe-inlay 8.5mm serial number n/a batch number unknown UDI device identifier n/a UDI production identifier n/a basic UDI-di n/a unit of use UDI-di n/a manufacturing date unknown. An x-ray showed a ventral dislocation of the implant. Conclusion and root cause - due to the circumstances we do not receive any devices for investigation and the lack of information it is not possible to determine a definitive conclusion and root cause for this failure. Rationale - because there are no products and only minor information available, a definitive root cause analysis is not possible. Following causes are possible: · wrong system configuration selected by the user · wrong implant size chosen by the user · end plate formed too strong by the user · design layout unsuitable · inadequate patient behaviour. The investigation at "exponent" did not reveal any product deviations. A material defect or manufacturing error can be excluded.